Event description:
Right ventricular (rv) lead exhibited a high number of short ventricle to ventricle (v-v) intervals and does not pace in the rv. It was also reported that the rv lead exhibited a known conductor issue with bipolar non-capture noted also. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).